Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported there was a revision surgery performed to revise the implant due to patient presenting with a wound dehiscence.

Manufacturer narrative:
Update: h6 the device history records for the reported catalog and lot number, indicate that one unit was manufactured to specification. A proper sterilization was followed and fitting issue was not reported. The case was presented to stryker's medical expert and he stated if the implant fit well, it did not cause dehiscence. Therefore, the device did not cause or contribute to the event. There is no indication of an incorrectly working device or manufacturing-related issue.

Event description:
It was reported there was a revision surgery performed to revise the implant due to patient presenting with a wound dehiscence.